Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset procedure, error did not recur after reset, and customer successfully started new sensor session, with no additional information received regarding any further issues.